Event description:
It was reported that during a laparoscopic colectomy procedure, the devices did not form clips when fired and the jaws approximated. Unformed clips were "shot off" the devices as the clip appliers were fired. The unformed clips were all retrieved. As the devices were fired, the jaws were slow to approximate. The procedure was completed with same like product. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.